Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program.   2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices were not evaluated, as the issues were identified and resolved during troubleshooting calls between the customer and stryker technical support. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the brakes are difficult to engage/disengage, the steer mechanism is difficult to engage/disengage, or the brakes cannot be engaged. There was no patient involvement.